Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for one patient using the elecsys hcg + beta test system (hcg+b) on the cobas e 411 immunoassay analyzer (e411). All results are in units of miu/ml, all had data flags, and all were released outside the laboratory. On (B)(6) 2017 at 8:15 pm, the initial result was 6.86 with a strong positive result from a qualitative test. A new sample was drawn. On (B)(6) 2017 at 9:14 pm, the result of 5144. On (B)(6) 2017 at 12:58 pm, the sample was repeated with a result of 5450. On (B)(6) 2017 at 12:12 pm, the sample was repeated with a result of 5221. There was no allegation of an adverse event with the patient. The hcg+b lot number is 156542 with an expiration date of 09/30/2017. The customer stated that no other assays were affected. No foam was observed in the sample. Calibration and qc were acceptable on the date of the event; therefore, a general reagent issue can be excluded. A precision check was performed on (B)(6) 2017 and was acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but not provided. The most likely root cause is related to pre-analytical issues. The customer drew too little blood into the collection tube, did not invert the tube adequately, did not allow adequate clotting time, and may not have centrifuged the tube appropriately. The customer was not using the recommended rack adapters for 13mm sample tubes. The customer does not monitor temperature or humidity in the laboratory. These issues could lead to poor sample quality (e.g., clots/fibrin), which is a risk for pipetting issues. No foam was observed in the sample; however, there were fibrin clots/strands present. The customer was advised to adjust their pre-analytical processes to the tube manufacturer's instructions.